Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient reported having a fall 2-3 weeks ago and a change in their therapy. The patient reported that their therapy/amplitude was not changing with positions and it was changing unexpectedly. Their adaptive stimulation (as) was not staying on the sitting when laying down. They were feeling shocking when laying down. Their standing setting is at 4.30 volts and their laying down should be less than 4.30 volts. The stimulation issue was related to positional movement. The patient changed the patient programmer batteries and since then the therapy change 2-3 weeks ago. During the report the patient verified that their stimulation was on and the group with as was on. The setting with group a, p1 was not working and they were not feeling stimulation. P2 was working and they were feeling stimulation. The patient programmer was displaying the correct position but the setting did not change from 4.30 volts to 2.0 volts and the stimulation in the position needed is not comfortable. Patient services assisted the patient with changing to the laying position and adjusted the setting to 2.0 volts and then waited 3 minutes. The patient then changed to the standing position but the setting did not change to 4.30 volts so the patient manually changed the setting. The patient was redirected to follow up with a healthcare professional (hcp) so patient services sent an hcp listing to the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.